Event description:
Reportedly, a 25mm valve was explanted after an implant duration of approximately 4 years and 5 months (53.33 months) due to aortic regurgitation (ar). The customer reported that a prima plus valve, model 2500p25mm, was implanted for aortic valve replacement (avr) to correct ar on (B)(6) 2008 and explanted on (B)(6) 2013. It was replaced with a magna ease valve, model 3300tfx21mm. At explant, the right coronary cusp appeared to be torn half way along the annulus. The explanted device was damaged when it was explanted. Echo report will not be provided.

Manufacturer narrative:
Evaluation summary: customer report of regurgitation cannot be confirmed with the pieces returned. The device was returned in pieces and it cannot be determined if all pieces of the valve were returned. Minimal calcification was observed on several pieces of the valve through x-ray. Minimal to moderate host tissue was also observed on suture ring and aortic root. The x-ray displayed calcification on stentless valve. Method: x-ray. Conclusion: device was received in pieces; inconclusive. Patient condition was listed as hospitalized (stable). No update has been provided on patient condition. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device was not returned in one piece; therefore, we are unable to determine the true level of functionality of this device. However, calcification and host tissue overgrowth were observed in and on the pieces that were returned. This suggests that there may have been stenosis and/or regurgitation. However, with the condition the device was returned, we are unable to conclusively determine root cause for explant of this device. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.